Event description:
After my 12 week hysterosalpingogram, I found out that one of the essure coils had perforated my fallopian tube and that I would have to have the procedure done a second time. I had it done in the office and have since had to have a hysterectomy. I am unsure of the exact date of my first procedure. I had a essure procedure done in (B)(6) 2007 and another procedure done later in the year. My hysterectomy was (B)(6) 2014.